Manufacturer narrative:
B3: date of event is unknown. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the luer was displaced and the medication leaked when the needles were fastened or tightened to the vaccination syringe. The dose was not fully delivered. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9. Date returned to mfg: 30-dec-2024. H6. Investigation codes: updated. Investigation summary: received for investigation one used, decontaminated edge needle-pro device attached to a non-ICU medical injection vaccine. Pictures were also provided. The hypodermic needle was detached from the drug ampule and then reattached using a slight push and clockwise twist. There was no misalignment between the needle-pro hub and luer lock of the vaccine vial. The sample was viewed under magnification and no defects or cracks were noted on the hub of the needle-pro device (mp964). To test the returned sample for leakage between mating luers, it was assembled to a fluid filled, 3ml, luer-lock syringe from stock according to IFU (instructions for use), by firmly seating the needle-pro to the syringe and needle to the needle-pro, using a push and a clockwise twist. The assemblies were tested according to the combo leak test. Results: the sample functioned as intended. No leakage or detachment was observed between the mating luers. The issues observed by the customer could not be reproduced with the returned sample. Therefore, the complaint could not be confirmed. It is possible that the issues observed by the customer may have occurred if the mating luers of the components were not seated as described within the IFU. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. A device history record could not be completed as no lot number was received.